Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that the patient indicated after they had the replacement ins and the anesthesia wore off, they felt a buzzing down the right leg all the way to the toes. It was so strong it caused the toes to curl and lock and led to toe cramps which were uncomfortable and prevented them from sleeping. The caller decreased the setting, but that did not stop it. They turned off the stimulation. They changed programs on their own prior to the call. They were helped to go back to program 1 (the one felt in the leg/toes) to try during the call, and the caller only felt it in the leg, not the bicycle seat area. The caller changed the program and was able to feel it in the bicycle seat area. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included that they had problems in the right leg (not related to therapy). The caller mentioned they had been given oxycodone for pain, but did not do well on that, so it was unclear if they had taken it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the buzzing was undetermined. The patient did not know when they contacted their healthcare provider (hcp) they referred the patient to patient services (ps). Ps told the patient to change contacts and that resolved the issue. The cause of the buzzing being so strong was not determined. The patient reiterated that is was uncomfortable and caused toe cramps. On (B)(6) 2022 the patient was told by va to contact ps they could talk the patient through the issue. The issue was resolved by shutting off and not using contact #1. On (B)(6) 2022 contact #1 was off. This stopped the buzzing and other issues. The patient took one oxycodon once they got home for relieve as the buzzing was becoming painful. The patient was told by va doctors that the interstim unit was being replaced. When the patient came out of recovery they were given a quick instruction by manufacturer representative (rep) on operating new controls. It wasn't until the patient spoke with patient services on the phone that they were misinformed by the va doctors. They told the patient they had just replaced the generator/battery only and did not replace the contacts.